Event description:
It was reported patient was being referred for replacement however patient decided not to proceed with the replacement as they did not feel they benefitted from vns. During follow-up with the current patient¿s physician, it was reported that the device has been turned off as it seemed to make patient have an increase in seizures with current increase. No known surgery has been reported to have occurred to date for this event. No additional relevant information has been received to date.